Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was removed, the "needle wouldn't catch the suture." It was not specified how hemostasis was achieved and the pt was admitted overnight. There were no reported pt adverse effects. Though requested, no additional information was provided.